Event description:
The customer reported obtaining erratic and flagged potassium (k) results for multiple patient samples involving a beckman coulter au480 clinical chemistry analyzer. The customer indicated that correct results were obtained upon repeat. No erroneous results were reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The customer noted a similar event which had occurred on (B)(6) 2013. Please see medwatch #9612296-2013-00021, for the report of the event which occurred on (B)(6) 2013. The customer indicated that quality controls (qc) were performed both before and after the event and were within specified ranges. Review of the ion selective electrode (ise) calibration history provided by the customer indicates that there had been daily failures in calibration followed by acceptable recalibrations. The customer noted that on (B)(6) 2013, there were a total of 4 ise calibrations run within 30 minutes and two of the four had failed. Beckman coulter field service engineer (fse) was dispatched and replaced the reference valve. The fse proactively performed routing troubleshooting by bleaching buffer and mid standard lines. The reference lines were also flushed with hot water and roller pump tubing was replaced. The repairs were then verified per established procedures and results met published specifications. Failure mode was identified to be a failed reference valve.